Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device monopolar jaws were cracked where they meet the sheath. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated: h2, h3, h6, h11. Corrected: b5 and d2a. The device was not returned. However, the customer allegation of ¿jaws were cracked¿ was confirmed as technical assistance center confirmed the malfunction on inspection. The most probable cause of the complaint is cause not established. Based on the results of the investigation, and since the device was not returned for evaluation, the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event due to degradation problem identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the monopolar jaws of the jaws insert hicura were cracked where they meet the sheath. The issue was found during inspection for use. There were no reports of patient involvement.